Event description:
It was reported that following a procedure, the customer had difficulty retrieving the catheter from the pt. Eventually they succeeded to retrieve the catheter by force. No pt injury was reported.

Manufacturer narrative:
The initial event description provided was not indicative of a reportable complaint. Upon eval of the returned product, it was determined that it is a reportable malfunction. Eval of the product was completed on 06/03/2008. Investigation results indicated that the customer experienced resistance while the product was withdrawn, and it is possible that the ring electrode was caught with the edge of the sheath's tip causing the damage on the ring. During the visual inspection of the catheter, it was noticed that the electrode ring #1 was lifted up leaving the ring electrode to have a sharp edge, indicating that an excessive force was applied. The pu margin of electrode ring #1 was damaged from the edge of the ring. The pu margins were found to be within spec. The sheath introducer was not returned. In addition, a corrective action has been opened to address and resolve this issue.